Event description:
On (B)(6) 2012, the patient contacted animas and claimed she had a stroke while her blood glucose reading was over 700 mg/dl. Two hours prior to the incident on (B)(6) 2012, at lunchtime, her blood glucose was at 148 mg/dl. There was no problem with her pump on that day. The patient was hospitalized for 4 days and received treatment for stroke and high blood glucose. During troubleshooting, the animas representative assessed the patients alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There was no product misuse. The animas representative concluded there was no pump malfunction associated with the alleged event. However, the patient's doctor insisted the subject pump be replaced. This complaint is being reported because the patient received medical intervention for high blood glucose reading above 700 mg/dl while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2014 with the following findings: the last basal delivery was on (B)(6) 2012 at 12:49pm. The black box shows an unacknowledged ¿cs144¿ alarm for 35hr on (B)(6) 2012. The total daily dose adds up and equal the programmed basal rate. The pump was sent to component recovery per original investigation, unable to verify steps and to adequately investigate ¿bg erratic¿ complaint due to pump¿s disposition. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.